Event description:
Intraocular lens (iol) removed due to chronic cystoid macular edema (cme) and corneal decompensation. On pathlogical exam, pigment was noted on one haptic. Minimal epithelial cells and iris stromal cells were also seen. According to the pathologist, the changes were extereme for a case of pseudophakic bullous keratopathy and suggested that clinical correlation for a supervening inflammatory or elcerative process to be cvonsidered.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.